Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and was not able to duplicate the reported complaint. It was noted that the error logs contained a central processing unit internal error. The unit was calibrated, and was returned to service.

Event description:
The hospital reported that the unit gave a watchdog error, which resulted in the loss of mechanical ventilation. The patient was manually ventilated and a new unit was brought in to complete the case. There was no report of patient injury.